Event description:
Additional information received from the healthcare provider via a clinical study indicated that surgical observation revealed the catheter was fractured at the pump connector.

Manufacturer narrative:
Continuation of d10: product ID 8781 serial# (B)(6) implanted: (B)(6) 2023: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that post catheter revision and it rate decrease the patient experienced persistent pain and spasticity. The it rate was increased and the personal therapy manager (ptm) was initiated.

Manufacturer narrative:
Continuation of d10: product ID 8781; serial# (B)(6); implanted:(B)(6) 2023; explanted: product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown morphine drug via an implantable pump for unknown indications for use. It was reported that the it rate was increased due to worsening pain and spasticity. During the pump refill a significant reservoir volume discrepancy was noted: expected reservoir volume (irv) 4.1 ml, actual reservoir volume (aav) 38 ml indicating probably catheter kink. The it rate was decreased and the patient was put on oral baclofen. The patient presented for a catheter revision and surgical observation revealed the catheter was kinked/coiled in the pump pocket. The catheter was spliced, replacing the pump segment, and the sutureless connector was replaced.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 21-jul-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.